Manufacturer narrative:
The lead has not been returned. Should this lead get returned or should further information become available, this event would be updated.

Event description:
Boston scientific crm received information that this right ventricular lead dislodged. The lead was explanted and replaced. No adverse patient effects were reported.